Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique, which resulted in peritonitis was confirmed because it was reported that there was a touch contamination by the patient; however, the assignable cause code could not be determined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with dianeal solution for peritoneal dialysis (pd) therapy. The patient was diagnosed with peritonitis on (B)(6) 2012. The patient was admitted to the hospital on (B)(6) 2012 and discharged on (B)(6) 2012. On (B)(6) 2012, the nurse provided further information. The nurse confirmed the infection. The patient received vancomycin (dose, route, length of treatment not provided). The nurse reported that the cause of the peritonitis was touch contamination. The patient has been retrained. The patient is still on pd therapy. The event was not related to the homechoice machine or dianeal therapy. No further information was provided.